Event description:
In 2007, at 5:10 pm, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging inaccurate high readings were obtained while using a one touch ultra 2 meter. In 2008, this medical affairs specialist contacted the customer to obtain more info. The reported issue began on four days prior to original date. During the night prior to origjnal date, the pt was getting normal readings ranging in the low "100 mg/dl". The pt was asymptomatic at the time of concern. On the morning of original date, the pt obtained blood glucose readings of "high" on the lfs meter (above 600 mg/dl). The pt indicated that she did not eat anything during that day because the lfs meter had been giving her "high" readings throughout the day. The pt reportedly was in bed dozing in and out of conscious. When she was conscious, she would enter the readings of over 600 mg/dl, and the pump would dose her insulin accordingly. Later that evening, her husband found the pt unconscious and treated her with glucagon. When the pt came to, she was tested at "66 mg/dl" on another meter. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mg/dl, the control solution and test strips are in good condition and are within the expiration date, the punctured area was cleaned appropriately, the reported meter readings matched with the meter's memory, the meter was coded correctly, and the control solution test failed. This complaint is being reported because the pt claimed she developed symptoms that can be suggestive of hypoglycemia after she dosed his insulin based on alleged inaccurate high readings on the lfs meter. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.